Event description:
Procedure: laparoscopically assisted cholecystetomy. Reportedly, during the procedure, the distal tip of the trocar came off and fell into the pt's surgical cavity. The piece was retrieved with no difficulty. No pt injury reported.